Manufacturer narrative:
E1 facility code: (B)(6). To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image had many stripes. The issue occurred during an unknown procedure. The surgeon did not have the desired images with the blue light, but was able to do the necessary. The surgery however took longer time. There were no reports of patient harm.

Event description:
This report is being supplemented based on completed investigation.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for the issue of a visible ¿stripes in the image¿. The subject device was inspected, and the issue was confirmed. It was due to misalignment of the camera unit; a foggy image occurs. Additionally, there was a corrosion on the plug unit. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the information obtained from this complaint and the results of the investigation, the most probable cause was traced to component failure, which was expected or random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.